Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "capsular contracture, baker grade unknown and pain."

Event description:
Health professional reported a left side rupture and capsular contracture, baker grade unknown with pain. Device has been explanted.